Event description:
It was reported that a patient, underwent an idiopathic ventricular tachycardia (idvt) procedure with a celsius thermocool catheter, suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. It was reported that the patient's blood pressure dropped during the non-carto system procedure. Fluoroscopy confirmed a pericardial effusion. The physician believed that it was caused by a perforation on the right ventricular outflow tract - (rvot) where he was mapping at the time. A pericardiocentesis was performed and 500 cc of fluid were removed. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history report (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant product: 1.stockert 70 system, mfg #: m-5463-01, serial #:(B)(4). 2.coolflow pump: model #:unknown, serial#:unknown. (B)(4).